Event description:
It was reported that 5 bd spinal needles experienced difficulty removing the guidewire. The following information was provided by the initial reporter: the spinal needle is sticking and that the white part is coming out with it and gets stuck inside the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd spinal needles experienced difficulty removing the guidewire. The following information was provided by the initial reporter: the spinal needle is sticking and that the white part is coming out with it and gets stuck inside the tube.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video and photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2181419, and no quality issues were found during production. Our quality engineer reviewed the provided video and photo and observed that the stylet was bent. It was determined that this might have been caused by the way it was being extracted from the cannula. The needle appeared to be aggressively rotated and pulled from the cannula causing it to bend and creating the observed grip. Therefore, based off the provided photo and video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: spinal/epidural needles&trays. Device failure: difficult to remove.

Event description:
No additional information.